Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event occurred on an unknown date in (B)(6) 2023. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 04.503.739, synthes lot # h744517, supplier lot # n/a, release to warehouse date:08 oct 2018, manufactured by: synthes elmira. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from singapore reports an event as follows: it was reported that on an unknown date in (B)(6) 2023, the matrixmand recon plate was broken during pre-bending. There was no reported patient impact. No further information is available. This report is for a ti matrixmandible 7x23 angle recon pl left 2.5mm thick. This is report 1 of 1 for (B)(4).